Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4). Images were requested but not available. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU state that the sheath should not be advanced or withdrawn if resistance is felt. Vessel or delivery catheter damage may occur. Also, per IFU, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc) and blood loss.

Event description:
On (B)(6) 2016, the patient was electively treated for an infra renal aortic aneurysm. Reportedly, the first, the patient underwent a right internal iliac artery embolization procedure using an amplatz plug. Then, a gore® dryseal sheath (dsl1828/15340041) was advanced at the right side, but there was a lot of resistance felt by the physician. It was reported that the patient¿s access vessels were reportedly calcified and narrow (vessels inner diameters are not available), and the sheath could not be advanced. Reportedly, the sheath was forced apparently too much. Non-gore balloons were reportedly used to dilate the vessels (a 7mm pta balloon, followed by an 8 mm pta balloon). However, it was still impossible to forward the introducer sheath. Another 8 mm pta balloon was reportedly used to dilate the vessels. The right common iliac artery (rcia) was ruptured. According to the physician, the patient¿s inadequate anatomy contributed to the event and it was therefore believed that the size of the sheath may have caused the rupture. A medtronic reliant occlusion balloon was used to occlude the vessel. The physician repaired the rcia rupture with a gore® viabahn® endoprosthesis (pahr080502e/14923937). During the rupture the patient's blood pressure went down to 45/20. For a short while cardiac massage was performed and intravenous fluids were increased. The blood pressure than raised again. The patient was reported to have suffered approximately two liters of blood loss and was transfused with 4 units of blood. After, the gore® excluder® aaa endoprosthesis was implanted. A small type ii endoleak from the lumbar artery was identified. The physician confirmed that the aneurysm didn't enlarge. The patient tolerated the procedure. The physician is monitoring the patient.